Event description:
While exchanging the catheter for another, it was noticed that the guide wire fractured inside the guiding catheter.

Manufacturer narrative:
Investigation of the returned product confirmed the condition of the burr annulus and guide wire fracture surfaces was consistent with operation of the advancer over a sharp bend in the guide wire.